Event description:
When the customer was trying to use this on a patient the plastic part of the stylet came off and stayed in the tube. Endotracheal tube had to be removed and the patient had to be re-intubated.

Manufacturer narrative:
The actual failed customer sample was received for evaluation and approximately 3 inches of the plastic sheath had come off of the stylet. An evaluation of the returned sample found that the product was found to be within the product specifications. A review of the device history record for the lot reported did not indicate any discrepancies that would have led to the issue reported. Therefore, based on these findings we are unable to determine the root cause for the issue reported. No corrective action will be taken at this time. We will continue to monitor for any similar reports.

Manufacturer narrative:
The actual sample involved in this report is being decontaminated and will be reviewed and a follow up report will be submitted once the investigation has been completed. Samples from the same lot were reviewed by the manufacturing team. The dimensions of the retained samples were tested and the results showed that they were within specification. A review of the DHR showed there were no discrepancies detected that would have led to the issue reported. Based on the investigation there were no abnormalities detected; therefore, we are unable to determine the root cause at this time. Manufacturing personnel have been made aware of this report. We will continue to monitor for any future reports and trends. No corrective action will be taken at this time.